Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and capsular contracture baker grade IV.

Event description:
Healthcare professional reported "rupture", "radial folds", and "fluid inside the implant". Later, healthcare professional reported "feeling of discomfort", "swelling", "breast pain" and "capsular contracture baker grade IV". This record is for the left side. Patient has been treated with anti-inflammatory and vitamins. Device remains implanted.